Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to a "component failure". The patient was transferring into the wheelchair when the failure occurred. The patient was not injured from this event. The wheelchair was evaluated and the mounting bracket for the recline actuator that attaches to the seat frame had broken off. This is a known failure mode and following an investigation, permobil concluded no unusual or significant deterioration of the components were detected and the recline actuator and suspect bracket met acceptable performance margins and replacement components were approved for distribution. The dealer has been supplied approved parts to perform the repair of the wheelchair. Note: to assess the full impact of this failure mode, (B)(4) has been opened to further investigate, correct and monitor effectiveness. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
It was reported that the patient was transferring into the product when the recline actuator detached from its mounting bracket. There was no reports of injury.